Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) screen was blinking. There was no pt involvement.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) central processing unit (cpu printed circuit board (pcb). The covidien customer support engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).